Manufacturer narrative:
The biomedical engineer (bme) reported that the displays on the bedside monitor are turning black. They stated that all their bsm-3500s from the site do this randomly. This has been happening since go live. Not all the units are having this issue at this time. They stated that this has been happening to all their unit at one time or another and happens randomly. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the displays on the bedside monitor are turning black. They stated that all their bsm-3500s from the site do this randomly. This has been happening since go live. Not all the units are having this issue at this time. They stated that this has been happening to all their unit at one time or another and happens randomly. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the display screens on all the bedside monitors (bsm-3500s) at this facility were randomly going black. This had been occurring since the go live. No patient harm or injury was reported. Investigation summary: nka technical support (ts) performed troubleshooting but was not able to identify an issue with the device configuration or the hospital's network configuration that may have contributed to the issue. The issue was believed to be at the device level. It was believed that the device had a fatal error on the system and needed its software to be reinstalled or upgraded. The customer was sent the updated software, and no further issues were reported. The root cause is likely related to a software deficiency and the use of outdated software. A serial number review of the reported device does not reveal additional related complaints. A complaint history review of the customer's account does not reveal similar complaints. Attempt #1: 08/03/2023 emailed customer via microsoft outlook for all items under the no information section. The customer responded with complaint details, but did not provide the requested information.

Event description:
The biomedical engineer (bme) reported that the display screens on all the bedside monitors (B)(4) at this facility were randomly going black. This had been occurring since the go live. No patient harm was reported.